Manufacturer narrative:
The lead has not yet been returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient that this right atrial (ra) lead became damaged. As a result, it was explanted. In addition, it was suspected that this lead could had a fracture, but it was not conclusive. During the explant procedure the patient had a cardiac arrest. No additional adverse patient effects were reported. This ra lead has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient that this right atrial (ra) lead became damaged. As a result, it was explanted. In addition, it was suspected that this lead could had a fracture, but it was not conclusive. During the explant procedure the patient had a cardiac arrest. No additional adverse patient effects were reported. This ra lead has not been returned.